Manufacturer narrative:
The evaluation of the reported event is based on the initial problem description only since no additional information or logs have been received from the customer despite several requests to obtain the information. The initial problem description states that there was water present in the expiratory and inspiratory limbs of the breathing system, this was emptied and approximately 25-30mls of water was removed. After reconnecting the breathing system, the patient was easy to ventilate. The device logs or additional information have not been available for evaluation to support our conclusion, but the information available suggests that the water in the breathing system caused the event. The presence of water in the breathing system during use of an anesthesia system is normal since the co2 removal process generates water and heat. The breathing system should be emptied before affecting the gas delivery to the patient. No service has been requested on the system by the customer and no reports of any replaced or faulty parts have been received.

Event description:
(B)(4).

Event description:
During patient treatment, the anesthesia workstation machine alarmed for, "high airway pressures". It was reported that there was difficulty in ventilating the patient. (B)(4).